Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a peritoneal dialysis (pd) patient discovered fluid leaking from the cycler¿s cassette compartment and fluid observed on the exterior of the cycler set¿s cassette during an unknown phase of treatment. M31 air detected in cassette alarm occurred twice during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The user facility was advised to remove the cycler from service. A replacement cycler was issued. It was reported that an alternate treatment option was available. Upon follow up, it was verified that the patient was able to complete peritoneal dialysis treatment on a different cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was reported a sample is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation. Additional details were requested, however, not provided.

Event description:
A user facility reported a peritoneal dialysis (pd) patient discovered fluid leaking from the cycler¿s cassette compartment and fluid observed on the exterior of the cycler set¿s cassette during an unknown phase of treatment. M31 air detected in cassette alarm occurred twice during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The user facility was advised to remove the cycler from service. A replacement cycler was issued. It was reported that an alternate treatment option was available. Upon follow up, it was verified that the patient was able to complete peritoneal dialysis treatment on a different cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was reported a sample is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation. Additional details were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. The ups tracking number was verified and no information was found that the customer returned the sample.